Event description:
Per the clinic, the patient experienced skin flap infection at the implant site where magnet is attached (date not reported). Subsequently, the patient was prescribed with oral antibiotics (specific date and duration not reported). The patient was then hospitalized (date not reported) and was treated with IV antibiotics (specific date and duration not reported). However, the issue could not be resolved. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report.